Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 551 mg/dl. Cause was not known. Customer had not address bg level at time of troubleshooting. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.